Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, when the first cartridge alarm occurred, the customer's blood glucose (bg) level was 487 mg/dl. The customer addressed bgs with a correction bolus after loading a new cartridge onto the pump. After changing the supplies, the customer received an occlusion alarm. The customer cleared the alarm, and reported blood glucose level came down to 287 mg/dl. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.

Manufacturer narrative:
Alarm occlusion- no failure identified.